Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No blank display was noted during testing. The pump functioned properly. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 120 mg/dl. Customer reported that the display issue was not resolved with a new battery change. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.